Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure a pericardial effusion occurred. During the post assessment an echocardiogram was performed, which revealed the effusion on the left side of the heart. No patient symptoms were noted. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device during the procedure.